Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a male patient reported that the injection button on his humapen luxura device was hard to press. He experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch 1106b01, manufactured june 2011). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring pen functionality. A complaint history review of this batch did not identify any atypical trends with regard to injection force high. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This solicited case, reported by a physician who contacted the company via a patient support program to report an adverse event, concerns a (B)(6) male patient. Medical history was not provided and the patient had no concomitant medications. The patient received insulin lispro protamine suspension 75% / insulin lispro 25% (humalog 75/25, unknown formulation) 10 units twice daily via a reusable humapen luxura burgundy device, for the treatment of diabetes mellitus, beginning in 2012. Beginning on an unknown date, time to onset unknown, the patients postprandial blood glucose was still high and on (B)(6) 2015, the patient was hospitalized for treatment. Postprandial blood glucose was 21 (units not provided) and the corrective treatment was not provided. On an unknown date, the patients injection pen button was hard to press ( lot number 1106b01/product complaint (B)(4)). Additional information was not provided. The patient remained hospitalized at the time of the report. Treatment with insulin lispro protamine suspension 75% / insulin lispro 25% continued. This case included a suspect humapen luxura burgundy reusable device. The patient was the operator of the device and it was unknown if he was a trained user. The general and suspect device duration of use was three years. The device was not returned. The physician reporter could not judge an opinion of relatedness. Update 10jul2015: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 21jul2015: a product complaint was provided on 17jul2015. No new medically significant information was received. Edit 24jul2015: upon internal review of the product complaint, the suspect reusable device was updated from humapen luxura device unknown pen body type to humapen luxura burgundy. Update 12aug2015: additional information received on 12aug2015 from the global product complaint database added the device specific safety summary and manufactured date of the device; added the device was not returned; updated the medwatch and EU/ca fields; and updated the narrative.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a physician who contacted the company via a patient support program to report an adverse event, concerns a (B)(6) male patient. Medical history was not provided and the patient had no concomitant medications. The patient received insulin lispro protamine suspension 75% / insulin lispro 25% (humalog 75/25, unknown formulation) 10 units twice daily via a reusable humapen luxura burgundy device, for the treatment of diabetes mellitus, beginning in 2012. Beginning on an unknown date, time to onset unknown, the patients postprandial blood glucose was still high and on (B)(6) 2015, the patient was hospitalized for treatment. Postprandial blood glucose was 21 (units not provided) and the corrective treatment was not provided. On an unknown date, the patients injection pen button was hard to press (lot number 1106b01). Additional information was not provided. The patient remained hospitalized at the time of the report. Treatment with insulin lispro protamine suspension 75% / insulin lispro 25% continued. This case included a suspect humapen luxura burgundy reusable device. The patient was the operator of the device and it was unknown if he was a trained user. The general and suspect device duration of use was three years. It was unknown if the device was available to be returned. The physician reporter could not judge an opinion of relatedness. Update (B)(6) 2015: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update (B)(6) 2015: a product complaint was provided on 17jul2015. No new medically significant information was received. Edit 24jul2015: upon internal review of the product complaint, the suspect reusable device was updated from humapen luxura device unknown pen body type to humapen luxura burgundy.